Event description:
It was reported that the patient was airlifted to the hospital due to the device "malfunctioned/did not work." The status of the device is unknown. No additional information is available. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.